Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 21.6 mg/ml, dose 7.277 mg/day) and clonidine (concentration 243.7mcg/ml, dose 82.1mcg/day) via an implantable pump. The health care professional reported to the manufacturing representative that the patient had stated that the treatment was intermittent. There were no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting was performed; a study was performed which determined that the catheter was working, it was noted that the catheter had been recently replaced as a result of this issue but nothing else had been done apart from a dye study. The manufacturing representatives understanding was that no stall or messages were recorded by device upon interrogation the pump was explanted and replaced. At the time of this report, it was unknown as to whether the issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
The manufacturing representative later indicated that the pump was changed as it was thought that maybe it wasn't working as it should have been. This was essentially based on the patient's feedback. The doctor wanted the pump checked to see if it was functioning normally. The pump is being sent for investigation. It was now reported that the catheter was replaced as a formality per facility practice when they have opportunity with the older models. The catheter was not sent for analysis. The doctor stated that the patient had reported intermittently that they had felt that therapy was not being received. To the manufacturing representatives understanding, post catheter change, the patient felt everything was ok but within a couple of months she again felt she was not receiving therapy so the decision was made to change the pump. At the time of this report, the patient believed she was now receiving therapy

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.